Manufacturer narrative:
No d1000 product samples were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The probable cause of the tego seal separated is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a conector tego¿ was found to have separated during patient use. It was stated that after removing the line from the hemodialysis machine, the silicone cork was separated from the connector. There was no patient harm reported.